Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device had shown intermittent loss of capture on two holter monitors which couldn't be reproduced in the clinic. It was further reported the cause was due to a bad header. After testing the right ventricular lead, the lead was determined to be fractured. The lead was capped and replaced for a bi-polar lead as the child is (B) (6) large enough to support the new lead. No patient complications were reported as a result of this event.